Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] daily migraines [migraine] joint pain [joint pain] hyperthyroidism [hyperthyroidism] significant skin problem lymphomas [cutaneous lymphoma] vision problems [visual disturbances] extreme fatigue [fatigue extreme] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 254 days after essure insertion, she experienced migraine ("daily migraines"), arthralgia ("joint pain"), hyperthyroidism ("hyperthyroidism"), visual impairment ("vision problems") and fatigue ("extreme fatigue") and was found to have cutaneous lymphoma ("significant skin problem lymphomas"). On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue was resolving and the migraine, arthralgia, hyperthyroidism, cutaneous lymphoma and visual impairment had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to migraine, arthralgia, hyperthyroidism, cutaneous lymphoma, visual impairment, fatigue or medical device removal. The reporter commented: period of occurrence several months after insertion and gradually daily migraines, joint pain, hyperthyroidism, significant skin problems, vision problems, extreme fatigue... To date, migraines are still present but a little less frequent (4/week) even with consultation with a neurologist remain unexplained and the treatments do not work. Skin problems: lymphomas but no treatment works and vision problems persist. The fatigue has almost disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Daily migraines [migraine]. Joint pain [joint pain]. Hyperthyroidism [hyperthyroidism]. Significant skin problem lymphomas [cutaneous lymphoma]. Vision problems [visual disturbances]. Extreme fatigue [fatigue extreme]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4) on 13-may-2025. The most recent information was received on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 254 days after essure insertion, she experienced migraine ("daily migraines"), arthralgia ("joint pain"), hyperthyroidism ("hyperthyroidism"), visual impairment ("vision problems") and fatigue ("extreme fatigue") and was found to have cutaneous lymphoma ("significant skin problem lymphomas"). On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue was resolving and the migraine, arthralgia, hyperthyroidism, cutaneous lymphoma and visual impairment had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to migraine, arthralgia, hyperthyroidism, cutaneous lymphoma, visual impairment, fatigue or medical device removal. The reporter commented: period of occurrence several months after insertion and gradually daily migraines, joint pain, hyperthyroidism, significant skin problems, vision problems, extreme fatigue. To date, migraines are still present but a little less frequent (4/week) even with consultation with a neurologist remain unexplained and the treatments do not work. Skin problems: lymphomas but no treatment works and vision problems persist. The fatigue has almost disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.